Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device appears to have cracked air bubbles on the sensor seals during the maintenance check. There was no patient involvement. However, if this failure reoccurs during infusion, it may allow fluid to enter the pump, interrupting therapy and potentially impact the patient.